Event description:
It was reported that during an open reduction with internal fixation of non-union intertrochanteric fracture surgery; the tip of the drill bit broke. It was also reported that the broken piece remained in the patient. It was further reported that there was no medical intervention, with no clinically-significant surgical delay as a result of this event, and that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete. Device not returned.